Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the low battery status, the device could not be reprogrammed. The device was explanted and replaced successfully. The patient was in stable condition during and post operation. The patient would continue to be monitored normally.